Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown dose/concentration via an implantable pump for spinal pain. It was reported the patient showed up to a medical center complaining of back pain. Their pump was not providing pain relief. The patient had reported their pump was not working. The event date was indicated to be (B)(6) 2016. They had a MRI, but it was not related to the pump as far as the reporter was aware of. The patient was referred back to his managing hcp to have the pump checked. The reporter was not aware of any environmental/external/patient factors that may have led or contributed to the issue. There were no additional diagnostics/troubleshooting that was performed that the reporter was aware of. The issue was not considered to have been resolved at the time of report. No surgical intervention had occurred and it was not known to the reporter if any had been planned. The patient's status at the time of this report was listed as "alive - no injury". Further information was not provided including what was meant by the allegation that the pump wasn't working, what the results of the MRI were, what actions/interventions were taken or if the cause of the event had been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.